Event description:
Device screen was found to be black and nonfunctional when powered on. This was discovered spontaneously when the machine was powered on so did not impact a patient. Screens on both machines required replacement by manufacturer. Reference report: mw5148070.